Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation with an unknown mentor saline prosthesis (right) and a 500cc mentor smooth round high profile saline prosthesis (left) experienced left sided deflation and bilateral baker grade iii capsular contracture post procedure. As a result, replacement with a mentor smooth round high profile 460cc saline prosthesis was performed on (B)(6) 2021. See 1645337-2021-13304 for contralateral prosthesis report.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on december 13, 2021. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was received on december 13, 2021. The device previously reported as unknown saline is a 500cc mentor smooth round high profile saline prosthesis. A manufacturing record evaluation was performed for the finished device 7308709 number, and no non-conformances were identified. This event was associated with two devices. One device was deflated with baker grade iii capsular contracture and explanted. The other device was reported with baker grade iii capsular contracture and explanted. The lot number associated with this device was confirmed to be the device with baker grade iii capsular contracture, deflation and explant. However, this device was originally reported as the device with baker grade iii capsular contracture and explant. The device only associated with capsular contracture and not deflation belongs to the contralateral prosthesis (1645337-2021-13304). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was found within the crease/fold measuring approximately 5.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).